Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was short and caused a sst deformities. There was also a hole in the reservoir. The entire ipp removed and replaced with a new one. No further complications reported. Additional information received stated that the reason for device removal was patient dissatisfaction.

Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was short and caused a sst deformities. There was also a hole in the reservoir. The entire ipp removed and replaced with a new one. No further complications reported. Additional information received stated that the reason for device removal was patient dissatisfaction.

Manufacturer narrative:
The returned device was analyzed and the alleged complaint was confirmed. Analysis confirmed that the fluid leak was identified near the reservoir adapter strain relief krt junction attributed to fatigue.